Manufacturer narrative:
E.1. Initial reporter facility: sn (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication load messages were not crossing from the virtual test station to the pyxis es test server. Reboot of the test station and server interfaces was required. There were no delay or adverse events or injuries reported based on this event.